Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 24.4 mmol/l and 1.0 mmol/l. Customer treated high blood glucose with manual injection and low blood glucose with coca cola. Customer stated insulin pump had insulin pump error and crack. Customer stated they went to swimming and insulin pump filled with water. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.